Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While servicing the device, an authorized service personnel (asp) discovered that the device did not recognize the test load. There was no reported patient or user involvement and no adverse patient/user impact.